Event description:
Pt's neck was stiff, nausea, and headache for 2 days. Left breast felt very soft 2 days later and has deflated entirely. Pt saw the article in the paper in 9/2002. Pt has a surgery scheduled.